Manufacturer narrative:
The returned device was evaluated and corrosion was observed on the pcb board and the internal components of the device. A tear was discovered on the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear, causing a leakage along the fluid path. This tear prevented fluid from leaving the fluid path at the distal tip of the soft cannula. The location of the tear in relation to the nail head was 0.292". The internal tear can be confirmed as the cause for the presence of corrosion observed.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had read high ( >500 mg/dl ). As treatment, the patient administered a bolus and applied a new pod.